Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned, analysis was performed, and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure the lead was not implanted due to diaphragmatic stimulation. A new lead was implanted and remains in use. No patient complications have been reported as a result of this event.